Manufacturer narrative:
Initial reporter name and address:- phone number: (B)(6). (B)(4). Device evaluation: based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported right-side rupture. Device has been explanted and replaced.